Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete sid: (B)(6). This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported a false negative architect sars-cov-2 igg result on an asymptomatic female patient. Results provided: on (B)(6) 2020 sid (B)(6) = 0.91 index, repeated under sid (B)(6) = 1.00 index. (> or = 1.4 index is positive); pcr = positive; virclia covid-19 iga +igm = 0.079 index (< 0.4 is negative); virclia covid-19 igg = 2.62 index (> 1.6 is positive); another laboratory rapid test = positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Return testing was not completed as returns were not available. Performance testing for reagent lot 16253fn00 was completed. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Performance sensitivity testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.